Manufacturer narrative:
Arjo was notified about an incident with involvement of carevo shower trolley. During the preventive maintenance visit at the facility, the customer reported to the arjo representative that the patient fell out of the device (the date of the event was not provided). The patient hit his head and stated to feel tired. No other health consequences were observed. According to the received description of the event, the side supports were folded down when the fall occurred. The device was evaluated by the arjo representative, but no malfunction was found. According to the information provided by the customer facility, the device was incorrectly handled by the caregiver. The carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. Please note that each carevo is equipped with two side supports/panels to secure the patient. The side support has three positions, presented in the instructions for use (IFU): inner, outer and folded down. Please note that the instructions for use (04.ba.08_9 dated on (B)(6) 2014 delivered with the involved device) provides the information regarding safe and correct device usage e.g.: ¿to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ moreover, IFU provides the procedure and supporting pictures for patient¿s transfer e.g. From bed to carevo, which also reminds to fold up the side support, when it is completed. According to the collected information, the side supports were not applied during handling of the patient as recommended by the IFU due to omission of the caregiver. There was no malfunction found within the device by the customer that could have contributed to the incident occurrence. Therefore, the root cause of this event is considered as user error and not following the device¿s IFU requirements. In summary, according to the customer allegation, the patient fell out of the device. The technical evaluation did not reveal any malfunction, so the device was according to the manufacturer¿s specification. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the regulatory authorities due to indication of patient fall, which may have resulted in an injury occurrence.

Manufacturer narrative:
No malfunction of the device was found. According to the information received from the customer facility, the device was incorrectly handled by the caregiver.

Event description:
Arjo has been notified about the incident with involvement of carevo shower trolley. The customer facility reported that the patient fell out of the device. According to the received information, the side supports were not raised as recommended. The patient hit his head and felt tired after the incident. No other problem was observed after the incident.